Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that many bubbles in the tubing causing the vacuum to fail during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. This is the fourth complaint for the finish goods lot; however, the third for this reported issue. The device history record review shows the order was built and released per specification. The three returned samples were visually inspected and it was found that a cassette was not returned, only the manifolds were returned. The manifolds were functionally tested with a cassette from lab stock and all three samples failed to prime and system message code appeared on the screen. It was found that two of the samples were found to a lack of solvent at the tubing connection at the blue connector and on one sample it was found that a lack of solvent was found at the tubing connection at the y-clip which caused the samples to leak and fail priming. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier was notified and an action has been opened to document the investigation and associated corrective action(s) relating to this issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that many bubbles in the tubing causing the vacuum to fail during a procedure. The product was replaced and procedure completed with no patient harm. Additional information was providing indicating that the event occurred before surgery.